Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 05/15/2019, belt: 10/17/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that the patient's spouse removed the battery pack and shutdown down the device for a period during the event. The spouse was instructed to reinsert the battery pack and the lifevest delivered an additional treatment. Paramedics were called and performed resuscitation efforts. Review of the patient's download data indicates the patient received four appropriate shocks and one inappropriate shock in response to oversensing of low amplitude cardiac signal on the date of passing. The patient was in sinus rhythm at 90 bpm at 23:17:28 on (B)(6) 2021. The patient's rhythm then degraded to vt at 240 bpm with motion artifact. The patient received the first appropriate shock at 23:18:33. The patient's rhythm at the time of the shock was vt at 250 bpm. The patient's post-shock rhythm was one sinus beat degrading to asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient received the inappropriate shock at 23:19:06. The patient's rhythm at the time of the shock was asystole with intermittent cardiac activity. The patient's post-shock rhythm was sinus bradycardia at 30 bpm. The patient was in sinus rhythm at 90 bpm with pvc's and nsvt at 23:22:50. The patient received the second appropriate shock at 23:24:48. The patient's rhythm at the time of the shock was vf. The patient's post-shock rhythm was sinus rhythm at 70 bpm with nsvt and pvc's. The patient received the third appropriate shock at 23:26:47. The patient's rhythm at the time of the shock was vt at 280 bpm. The patient's post-shock rhythm was sinus beats degrading to vt at 250 bpm with motion artifact. The patient's spouse removed the battery pack and shutdown the device at 23:27:21. The device was started up again at 23:31:36. The patient received the fourth appropriate treatment at 23:33:22. The patient's rhythm at the time of the shock was vt at 220 bpm. The patient's post-shock rhythm was sinus bradycardia at 20 to 30 bpm.